Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic pulmonary valve in a patient with tetralogy of fallot, pulmonary atresia, moderate right ventricular hypertension, and a previously implanted right ventricle to pulmonary artery conduit that had undergone stenting and dilation, a pre-discharge echocardiogram demonstrated mild post-intervention pulmonary valve residual stenosis and mild right ventricular hypertension. An electrocardiogram revealed a right bundle branch block. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b1. B2. Removed intervention required b5. H6. Removed e0618 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic pulmonary valve in a patient with tetralogy of fallot, pulmonary atresia, moderate right ventricular hypertension, and a previously implanted right ventricle to pulmonary artery conduit that had undergone stenting and dilation, a pre-discharge echocardiogram demonstrated mild post-intervention pulmonary valve residual stenosis and mild right ventricular hypertension. An electrocardiogram revealed a right bundle branch block (rbbb). No additional adverse patient effects were reported. Additional information was received that an unspecified intervention was performed for the right ventricular hypertension. Additional information was received which confirmed that the right ventricular hypertension was treated with the medtronic pulmonary valve implant. Additionally, the rbbb was a pre-existing condition prior to the valve implant. No further treatment was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic pulmonary valve in a patient with tetralogy of fallot, pulmonary atresia, moderate right ventricular hypertension, and a previously implanted right ventricle to pulmonary artery conduit that had undergone stenting and dilation, a pre-discharge echocardiogram demonstrated mild post-intervention pulmonary valve residual stenosis and mild right ventricular hypertension. An electrocardiogram revealed a right bundle branch block. No additional adverse patient effects were reported. Additional information was received that an unspecified intervention was performed for the right ventricular hypertension.